Event description:
It was reported that a 5mm, unspecified dilatation device, used long inflation to prepare the heavily calcified, 4mm in diameter, popliteal artery lesion. During supera stent deployment, a tension was felt and the catheter tip of the supera stent delivery system separated, remained on the guide wire and required a snare for removal. After stent deployment, the stent was noted to be about 5% elongated on the distal end; however, the stent remained on the intended location. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).